Event description:
Registered nurse (rn) getting ready to start an IV flushed the j loop when it was noted to have a "crack" on the side of it and saline was leaking out of it. J loop removed and a new one placed and flushed successfully prior to starting patients IV.